Event description:
Pt had total knee surgery with implants at another facility in 12/95 or 1/96. Complaining of pain in knee. During revision surgery surgeon noticed a piece of poly to be missing out of the appolo all-poly tibia p7-8378.